Event description:
Related manufacturer reference number: 2017865-2022-22708, related manufacturer reference number: 2017865-2022-22710. It was reported that the patient presented in the hospital with infected pacemaker pocket and leads. The entire pacemaker system was explanted due to infection. The patient's condition was stable.

Manufacturer narrative:
Further information was requested but not received. The product was returned and visual examination found no malfunction. The cause of infection could not be traced to the device.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.